Event description:
On (B)(6) 2026 a patient underwent for a port placement procedure using powerport isp m.r.I. Implantable port, chronoflex single-lumen, 8f. It was reported that during the procedure, a powerport MRI isp device experienced a component failure, described as the internal coil/spring becoming lose and broke. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.